Event description:
It was reported that a healthcare worker splashed cidex opa solution in their eye while working on an automated endoscope reprocessor. The customer provided the following - the aer was checked out and it had been determined that one of the tubing sets was not connected during the cycle and was flopping around and splashed the solution into the employee's eye. The employee went to employee health. The employee reported the symptoms that lasted less than one minute. Employee had rinsed their eyes several hours earlier. No redness noted. No treatments or medications were given.